Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were replaced because the patient could not be cardioverted during a clinic procedure due to high dfts. The patient's system was removed and chronic leads were extracted; it was replaced with a high energy ICD, a new transvenous defibrillation lead and an array lead.